Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that thrombus was detected. In (B)(6) 2016, a 27mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. A complete seal of the laa was observed. In (B)(6) 2016, at the patient's 45 day follow-up a transesophageal echocardiogram (tee ) was performed. A complete seal was noted and warfarin was discontinued. At the patients one year follow-up, tee was performed and revealed a significant thrombus on the face of the closure device which extended to the other close cardiac structures. No change to the seal of the laa was observed. The patient was on 81mg aspirin. The patient was stable and the physician is determining the best course of treatment.